Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A caregiver reported the customer (a child of 3 years) received a sensor scan result of 94 mg/dl and experienced symptoms of feeling hungry and "cotton legs". A glucose result of 58 mg/dl was obtained on the built-in reader and customer was treated with "1 sugar and 1 biscuit" by his mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A caregiver reported the customer (a child of 3 years) received a sensor scan result of 94 mg/dl and experienced symptoms of feeling hungry and "cotton legs". A glucose result of 58 mg/dl was obtained on the built-in reader and customer was treated with "1 sugar and 1 biscuit" by his mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated, no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor was found to be in sensor state 5 (indicating normal termination). Current was applied to perform linearity testing on the returned sensor while in the test fixture, and all results were within specification. The readings issue reported by the customer was not observed and is therefore not confirmed. Upon visual investigation of the sensor plug, it was noted that broken snaps were observed, causing the sensor plug to not be properly seated in the mount. This issue was noted during the investigation, and was not part of the customers' original complaint, nor did it impact the glucose scan results provided to the user.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A caregiver reported the customer (a child of 3 years) received a sensor scan result of 94 mg/dl and experienced symptoms of feeling hungry and "cotton legs". A glucose result of 58 mg/dl was obtained on the built-in reader and customer was treated with "1 sugar and 1 biscuit" by his mother. No further treatment was reported. There was no report of death or permanent injury associated with this event.